Event description:
Depuy acromed received a timx construct that was removed form a pt in 2000. X-ray revealed that the left l5 screw had broken. A revision surgery was required to remove the construct. The returned construct is currently being evaluated in order to determine the cause of the breakage. No further info is available at this time.

Event description:
A material acromed received a timx construct that was removed from a pt in 9/2000. X-ray on 7/19/2000 revealed that the left l5 screw had broken. A revision surgery was required to remove the construct. A material assessment was performed on the broken screw, and the results confirmed that the screw conformed to specifications for the titanium material. A review of the device history record and the drawing was performed and no discrepancies were found. The screw conforms to all design specifications. A definitive cause of this event cannot be determined. However, it is likely that a non-union may have been present, causing the right side of the contrcut to migrate. This migration most likely caused the screw to break on the opposite side due to increased loading. The screws were implanted in 2/2000, seven months prior to explantation. The labeling for this device states that these screws are only intended to stabilize the spine during fusion process. If incomplete fusion occurs, stresses on the screw may cause it to break.